Event description:
It was reported that the customer experienced intermittent issues with cartridges not fitting onto the pump. The customer changed multiple cartridges to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.